Event description:
The facility reported to customer service a pump with depleted batteries. This event occurred during patient use. During a follow-up call, the customer reported that during infusion the pump shutdown and alarmed for depleted batteries and that the pump was replaced with a different pump to resume infusion. There was no patient injury according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 16, 2007. Evaluation summary:the reported condition of depleted batteries was confirmed. Inspection of the device found that the pump's batteries were potentially damaged. The unintended shutdown of the pump was caused by the batteries being depleted. The batteries were replaced. The device was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.